Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch vita meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that ¿around three years prior¿ to contacting lfs she obtained results on the subject meter that she felt were ¿higher compared to usual¿, however the patient was unable to provide any specific results obtained. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and that she took an increased dose of insulin in response to the alleged issue. The patient claimed that after the alleged issue she developed symptoms of feeling ¿sleepy and in a coma¿ and that she was treated by a healthcare professional (hcp) in an emergency room (ER) during troubleshooting the cca noted that the meter had been set to the correct unit of measure but that the strips had been stored incorrectly or expired. Replacement products were sent to the patient. This complaint is being reported because, the patient suffered symptoms suggestive of a serious injury and as a result required treatment from a hcp.